Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the pci procedure was to treat the left main, proximal lad, rca, and lcx. The cx was narrow with heavy tortuosity and heavy calcification. Two guide wires were placed. After pre-dilatation, the xience v stent delivery system (sds) was advanced, but the stent dislodged in the ostium of the cx. It is unk if the guide wires became wrapped around the stent or if the stent became stuck in the calcification. Two attempts were made to snare the stent, but were unsuccessful. The stent was retrieved by braiding two guide wires around it. The lesion was then re-dilated with the sds balloon at which time a dissection was observed in the lm. The guide catheter was changed from 6f to 7f as a two stent technique was planned. The ostial lad and cx were pre-dilated and the lesions were successfully t stented with two xience stents. There was no reported medical intervention for the dissection. It was reported that there was no complications during the procedure. No add'l event or pt info is available.

Manufacturer narrative:
.